Manufacturer narrative:
H.6. Investigation: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a discardit 5ml from lot # : 0.0034147, regarding item # 300850 with the reported issue of, ¿spillage of blood during aspiration between hub & barrel of syringes¿. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 0.0034147 and there was no reported complaint or qn raised on the same. No samples were received for investigation by bd bawal team, however the customer has shared one photograph of leakage from the sample along with the registered complaint which will be used along with the retention samples of lot number 0.0034147. Based on the photograph received the defect is confirmed. The team investigated the retention samples of material number 300850 for batch number 0034147 and did not find leakage in any of the 5 tested retention samples. The probable root cause of leakage could be because of the dent on the barrel or plunger. The dent on the plunger could be from the plunger molding machine, where sometimes one of component may get stuck in the hopper and cause a hairline damage or dent on the component (plunger) this similar occurrence can also take place in the barrel molding machine. But the root cause analyses cannot be confirmed without the original customer complaint sample. We also tried to simulate the defect on molding but were unable to recreate the defect. We did not find any such similar defect in the retention samples. Although this is the assumption, bd was not able to duplicate the indicated failure, since the root cause analyses cannot be confirmed without the original customer complaint sample. We also tried to simulate the defect on molding but were unable to recreate the defect. We did not find any such similar defect in the retention samples. Although this is the assumption, bd was not able to duplicate the indicated failure. As the root cause could not be established due to lack of the original sample, therefore no action could be planned to eliminate the indicated defect.

Event description:
It was reported that discarditii 5ml syrg only leaked blood on 8 occasions during use. The following information was provided by the initial reporter: discarditii 5ml syrg only (india), 300850 customer complaint of spillage of blood during aspiration between hub & barrel of syringes.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that discarditii 5ml syrg only leaked blood on 8 occasions during use. The following information was provided by the initial reporter: discarditii 5ml syrg only ((B)(6)), 300850. Customer complaint of spillage of blood during aspiration between hub & barrel of syringes.